Event description:
The device was applied during an aortic closure. The instrument was difficult to remove from the application site. The surgeon manually manipulated the device free from tissue and observed unformed staples. Another device was applied to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.